Event description:
It was reported that during a stenting treatment procedure, the stent dislodged outside of the patient. A 3.00x16mm promus element stent was prepped and advanced to a unspecified target lesion but angiography revealed the stent was not on the balloon. Upon removal of the stent delivery system, it was noted that the stent was not on the balloon. The stent was found on the stylet. The stent never entered the patient. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged outside of the patient. A 3.00x16mm promus element stent was prepped and advanced to a unspecified target lesion but angiography revealed the stent was not on the balloon. Upon removal of the stent delivery system, it was noted that the stent was not on the balloon. The stent was found on the stylet. The stent never entered the patient. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon and resting on the pigtail mandrel. The stent is stretched and distorted. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination also identified severe kinks along the entire length of the hypotube with the most severe of this located 11cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. Solidified blood was also present within the entire length of the guidewire lumen, therefore, indicating the device had been used in vivo. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).